Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the sound card was damaged. To resolve the issue, the technician replaced the sound card. The unit was tested, confirmed to be operating according to specification, and returned to service. The sound card subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that prior to a procedure the audio to their hexavue custom room rack was not working properly and that during a procedure there was an image distortion on the wall monitor. The procedure was completed successfully. No report of injury.